Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples from bd inventory were further evaluated: 4 retained samples from the same lot number were drawn with horse blood, mixed, and stood for 30 minutes. They were then centrifuged at 1850g for 10 minutes, using an mse mistral 1000 centrifuge. All samples separated as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce, the device experienced poor separator movement. This event occurred ten times. The following information was provided by the initial reporter. The customer stated: the mechanical separator doesn't move during centrifugation. About two tubes per day.